Event description:
It was reported that eight bd blood collection assembly with male luer lock experienced an inability to contain blood/medication. The customer reported, "teammate joy called and stated that they have been having the mbc break as well. The last one to break was this morning. I advised teammate that if they have any more that break please take photos and hold on to the lines and items that broke and await further instructions."

Manufacturer narrative:
Additional information: bd is conducting a voluntary medical device recall for multiple lots of the bd blood collection assembly with male luer lock based on confirmed complaints of a breakage in the luer. This issue could cause the device to leak or break off and get stuck in the fistula needle port rendering the port inaccessible for dialysis. As a result, the patient would need to be re-cannulated with a new fistula needle to obtain their dialysis treatment. Please reference bd recall #: pas-19-1355-fa, associated with res82317.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is kdl. This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported that eight bd blood collection assembly with male luer lock experienced an inability to contain blood/medication. The customer reported, "teammate joy called and stated that they have been having the mbc break as well. The last one to break was this morning. I advised teammate that if they have any more that break please take photos and hold on to the lines and items that broke and await further instructions."

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The customer samples, along with retention samples of the incident lot (from bd inventory), were evaluated and mechanically tested; upon completion, all results met release specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has conducted further investigation relating to this issue through a CAPA where improvement opportunities have been identified and are in the process of being implemented. Bd is conducting a voluntary medical device recall for multiple lots of the bd blood collection assembly with male luer lock based on confirmed complaints of a breakage in the luer. This issue could cause the device to leak or break off and get stuck in the fistula needle port rendering the port inaccessible for dialysis. As a result, the patient would need to be re-cannulated with a new fistula needle to obtain their dialysis treatment. Please reference bd recall #: pas-19-1355-fa, associated with res82317. Investigation conclusion: based on evaluation/testing of the customer and retain samples, all results met release specifications. However, further investigation activities have been conducted through a CAPA where improvement opportunities have been identified. As a result, these improvements are being implemented to help reduce further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences.

Event description:
It was reported that eight bd blood collection assembly with male luer lock experienced an inability to contain blood/medication. The customer reported, "teammate (B)(6) called and stated that they have been having the mbc break as well. The last one to break was this morning. I advised teammate that if they have any more that break, please take photos and hold on to the lines and items that broke and await further instructions."